Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider reported that the reason for the device explant was a change in the patient symptoms. The device was removed for additional evaluation/care. No troubleshooting was performed prior to planning explant. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the ins (B)(4) found the ins battery to be at end of service due to three overdischarges.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The health care professional reported via the manufacturer representative that the patient was going to have a complete spinal cord stimulator explant on (B)(6) 2015. The reason for explant was unknown and it was unknown if any troubleshooting or diagnostics were performed. No outcome reported. The indications for use were complex regional pain syndrome type 2 and spinal pain. No patient symptoms or device issues reported. Further follow-up is being conducted, if additional information is received a follow-up report will be sent.